Event description:
Radiometer reference (B)(4). According to the complaint, during a routine blood gas test for a patient, the nurse observed abnormal values from the abl90 flex (serial number (B)(6) for glucose of 1.2 mmol/l and lactate of 1.7 mmol/l. To ensure accuracy, the nurse replaced the abl90 flex solution pack (lot number dy26) and repeated the test, which then returned normal values of 6.8 mmol/l for glucose and 1 mmol/l for lactate.

Manufacturer narrative:
The customer complained about glucose and lactate measurements results of the same patient deviating after inserting a new sensor cassette in abl90 flex. In this case, c(glu) = 1.2 mmol in the first and c(glu) = 6.8 mmol in the second measurement and c(lac)=1.7 mmol in the first and c(lac)=1.0 mmol in the second measurement. The investigation showed that one of the measurements was conducted while calibration errors (210) were present for both sensors during the first measurement. These errors were present since both sensors' calibrations were outside of range and drifting, which is normal during the startup period of the sensors. Therefore, the first measurement can not be considered precise and should not be used for diagnosis, as the instrument clearly signaled by sending an error code and marking the measurement with a question mark. Recommendation: please wait until the instrument is ready after startup of a new sensor cassette (parameter marked green) and monitor calibration error codes when measuring patient samples. Based on above conclusion, this event does not meet the definition of an MDR reportable event.